Event description:
It was reported during device change out externalized conductors were observed via x-ray. No electrical anomalies were noted. Lead was capped. The patient's condition was not affected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.